Manufacturer narrative:
The reported venipuncture needle 21g x 1" portex was returned for investigation along with unused samples. Visual inspection of the used device revealed that neither end of the blood collection needle was broken. Instead, the entire length of the cannula had been pulled and remained intact. The device showed evidence that there was insufficient glue present. Multiples functional testing's were performed on the unused samples and the samples functioned as intended. All needles testing remained intact without breaking or pulling out of the hub. The patient end of the sampled needles were also tested for resistance to breakage and all samples passed acceptable. No breakage was observed on any sample. The remaining unused samples were visually inspected for the presence of the glue cone surrounding the needle cannula. All samples were acceptable. Based on the result of this investigation the complaint was confirmed on the used device, however, it could not be duplicated on the unused samples. The box of unused product was labeled with the lot number of 16d22, however this is not a valid smiths medical lot number. The lot number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is supplier manufacturing deficiency due to the insufficient glue present on the cannula and lack of glue present on the threaded hub. (B)(4).

Event description:
It was reported that the venipuncture needle detached. While the phlebotomist was filling the specimen collection tube, the needle had pulled backwards through the hub stopper and broke off. The needle remained half inside the specimen collection tube and the other half was sticking out externally of the collection tube's rubber cap. The phlebotomist assessed the patient's blood draw site, and noted that there was no injury to the patient.